Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was not functioning properly; ratchet not working with bottom roll and the comb was bent. The comb, ratchet gear, bottom roll, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under: (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Report source: foreign: canada.

Event description:
It was reported that the skin graft mesher did not work at all during surgery. The nitrogen supply was good, but the device stopped working mid graft resulting in additional skin graft harvesting. The procedure was completed using another device after a ten-minute delay of trying to troubleshoot the device and locating the alternate device. Due diligence is complete and there is no further information available.